Manufacturer narrative:
Sample invthe customer reported a large air bubble in material 10942011, and returned one used sample. The set was visually examined for defects and abnormalities. No defects or abnormalities were observed. The set was both gravity fed and let to run for an hour at 100 ml/hr. The set did not show any signs of leak, separation, or air in line. The complaint could not be replicated. A device history record review could not be performed on material 10942011 because the lot number is unknown. The root cause of this failure could not be identified without a failure investigation. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided customer response: what is the date of event? 11/16/2023 please share the lot number. Not available describe any patient harm, injury, complication or negative outcome that occurred as a result of the event. None reported.

Event description:
It was reported that bd alaris pump module infusion set had air in line. The following information was received by the initial reporter with the verbatim: rcc received a complaint via email. Email(s) attached. This rn went in around 2300 and noticed fairly large air bubble present in IV tubing that was attached to lipid infusion in patient PICC line. Lipid infusion paused and new lipids ordered.

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.